Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing a liberty cycler and the serious adverse events of peritonitis (characterized by abdominal pain and cloudy peritoneal effluent fluid), which required hospitalization and antibiotic(s) therapy. The etiology of the peritonitis is unknown; therefore, causality could not be established. However, the pdrn reported the serious adverse events were not caused by any fresenius product(s), drug(s), and/or device(s) deficiency or malfunction. Esrd patients undergoing pd therapy (manual or cycler based) for rrt are at high risk for infections of the peritoneum. Pseudomonas aeruginosa favors moist areas, such as sinks and toilets, and can be isolated from soil, water, and occasionally the armpits and genital area of humans. Based on the information available, the patient¿s liberty cycler can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there is no report a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications, as evidenced by the liberty select cyclers continued use.

Event description:
The peritoneal dialysis registered nurse (pdrn) reported to fresenius customer service that this patient was hospitalized due to peritonitis on (B)(6) 2026. Follow-up with the pdrn confirmed the patient presented to the emergency room on (B)(6) 2026 with complaints of abdominal pain and cloudy effluent. A peritoneal effluent fluid culture and cell count (results unavailable) were collected, and the patient was diagnosed with peritonitis. The patient was treated as an outpatient with intraperitoneal (ip) meropenem (dose, duration, frequency not provided). The patient¿s peritoneal effluent culture result returned positive for klebsiella pneumoniae on (B)(6) 2026, and the patient¿s antibiotic was continued. The patient is recovering from the serious adverse events and continued to undergo ccpd while hospitalized. The patient was discharged on (B)(6) 2025 in stable condition and resumed utilizing the same liberty select cycler at home without any reported issues. The pdrn stated the cause of the peritonitis is unknown; however, the serious adverse events were not caused by any fresenius product(s) and/or device(s) deficiency or malfunction.